Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly four weeks after his revision the patient experienced a dislocation and required a closed reduction on (B)(6) 2015. The following day, (B)(6) 2015 the patient suffered another dislocation requiring a closed reduction. It is further alleged that less than 2 weeks later, on (B)(6) 2015, the patient suffered another dislocation and required a third closed reduction. The patient "required a head exchange and installation of a constrained liner on (B)(6) 2015 due to instability caused by the vast adverse tissue reaction caused by his trunnion failure".